Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months from the implant date.

Event description:
It was reported that the patient was not receiving adequate benefit and the ipg was uncomfortable. The patient underwent an ipg explant procedure.